Event description:
It was reported the patient had pain at the implant site and chose to remove the pump despite good efficacy. The patient was hospitalized and the device was explanted. The pump was used to deliver gablofen (baclofen). It was further reported, the implant site was painful. The pump was not hitting ribs or hip and "was really well placed". The patient's current status was unknown.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).